Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1011575 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1011575, test base part number 190-430 / lot 1011575. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1011575 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however it could be related to sample interference. Substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
Reference manufacturer reports: 1221359-2021-00527. 1221359-2021-00528. Testing was performed at abbott diagnostics (B)(4). On retained kit lot m139048 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m139048 showed that the complaint rate is (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses patient 3 of 3. The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. The nasal swab was used to swab both nostrils per the product insert instructions. Repeat testing was not performed. Confirmation testing performed on (B)(6) 2021 on a nasal swab with pcr generated positive results; CT values not provided. The customer stated the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.